Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump thrombus. Specific component(s) involved: other component malfunction, specify. Other component: pump thrombus. Causative or contributing factor: patient noncompliance in device maintenance and protection. Intervention(s): other interventions, specify. Other intervention : initiated plavix. Implant device type: lvad.